Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the driver would not disengage from the implant (tsvth11) during placement. The implant had to be removed with a wrench. The implant was not stable in osteotomy and was removed. Bone graft and 3-4 months for additional healing. Patient was rescheduled for new implant. Tooth location 12.

Manufacturer narrative:
One imp, tsv, 3.7, 11, mtxf, mg,ha (tsvth11) was returned for investigation. Visual inspection of the as returned product identified wear the implant internal drive feature shows minimal signs of wear. Functional testing revealed that the devices assemble as intended, and disengage as normal when tried in with the implant drive feature. Therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes"

Event description:
No further event information available at the time of this report.